Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 8021545-2024-01354 - device 2 of 2. E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reported that patient faced infusions set leakage at site event on (B)(6) 2024. Patient previously replaced non-serialized product. No further information available.